Manufacturer narrative:
Qn# (B)(4).

Event description:
A right subclavian cvc is performed with seldinger technique. The guidewire is advanced smoothly and dilator inserted without problem. When trying to advance the catheter, the guidewire was "not mobilized in any direction". The procedure was stopped and x-ray obtained. It was observed the guidewire advances through the superior vena cava and passes toward the bottom but a loop is observed at the insertion site that prevents the guide from being recovered. Interventional radiology and general surgery were consulted by phone. The physician removed the guidewire with sterile technique in the same cubicle where the patient was. No surgical intervention was required. No patient complications. It was reported there was a delay in care and support of medicines to stabilize patient. Another catheter was passed in the right subclavian without further incident. The patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied eleven photos. Six of the photos showed an x-ray of the guide wire within the patient. Four of the photos showed the guide wire outside of the patient. The final photo showed the kit lidstock. Visual analysis revealed that the guide wire was severely unraveled and kinked. This likely contributed to the resistance encountered by the customer when trying to remove from the patient; however, a probable cause of the damage could not be confirmed without the actual guide wire returned for analysis. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "passage of guidewire into the right heart can cause dysrhythmias, right bundle branch block , and a perforation of vessel, atrial or ventricular wall". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The IFU also states, "if resistance is encountered when attempting to remove guidewire after catheter placement, guidewire may be kinked around tip of catheter within vessel". The report that the guide wire became stuck within the patient was confirmed through analysis of the customer supplied photos. Visual analysis of the photos revealed that the guide wire was severely unraveled and kinked. This damage likely contributed to the resistance within the customer. A device history record review was performed with no evidence to suggest a manufacturing related cause. The probable cause of the damage to the guide wire could not be determined based upon the information provided and without the actual guide wire returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
A right subclavian cvc is performed with seldinger technique. The guidewire is advanced smoothly and dilator inserted without problem. When trying to advance the catheter, the guidewire was "not mobilized in any direction". The procedure was stopped and x-ray obtained. It was observed the guidewire advances through the superior vena cava and passess towards the bottom but a loop is observed at the insertion site that prevents the guide from being recovered. Interventional radiology and general surgery were consulted by phone. The physican removed the guidewire with sterile technique in the same cubicle where the patient was. No surgical intervention was required. No patient complications. It was reported there was a delay in care and support of medicines to stablize patient. Another catheter was passed in the right subclavian without further incident. The patient's condition was reported to be fine.